Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) #k142688. On evaluation of the returned device, it was noted that there was no needle exposure, the stylet was returned but not in place. The thumbscrew of the needle adjuster was not returned. The needle was not able to be advanced. The device was taken apart during the lab and the needle was crumpled. The customer complaint was confirmed as the needle was crumpled. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting, possible causes may be due to a torturous anatomy. Prior to distribution, all echo-hd-25-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-25-c device of lot number c1333784 did not reveal any discrepancies that would have contributed to this occurrence. From the information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user punctured with device at second time. Then the needle could not advance from the sheath. Replace new device to finish the procedure.